Manufacturer narrative:
Medical device expiration date: unknown. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the catheter broke at the hub while in patient's arm. Catheter was replaced there were no other reports of patient impact. The following information was provided by the initial reporter: it was reported that the catheter has broken at the hub in the patient's arm.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the catheter broke at the hub while in patient's arm. Catheter was replaced there were no other reports of patient impact. The following information was provided by the initial reporter: it was reported that the catheter has broken at the hub in the patient's arm.

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge nexiva single port closed IV catheter system from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the catheter tubing had become separated from the hub. It appeared that the extension tubing and luer adapter were missing adhesive. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the lack of adhesive was a manufacturing defect caused by a malfunction at the adhesive dispense station.